Event description:
It was reported that the attempted right atrial (ra) lead was not sensing. The lead was repositioned with the same result. The lead was removed and replaced with an active fixation lead for better lead-tissue interface. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.